Event description:
This is an international report where it was reported that when the connection by the clean flash was made, there was found to be a pinhole in the tubing of the transfer set that was leaking. There was patient involvment but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to leak was received. Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut/hole 1 5/8? From sleeve in closed position in silicone tubing. No other visual defects were noted. The complaint was confirmed in the lab for leak.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The cause for the leak was a hole in the tubing.